Event description:
It was reported that; the sales representative was informed about the following event : last tuesday march, 3rd, the surgeon prepared the l5 s1 right disc with the instrument when the instrument broke in its end into the disc. The surgeon took about 35 minutes to retrieve the broken part into the disc. He was finally able to complete the procedure successfully with no consequence for the patient.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: a materials analysis was performed on the returned device and it was identified that the device fractured in torsional ductile mode. The hardness measurement and elemental makeup were found to be consistent with the drawing specifications. No material or manufacturing defects were identified. Conclusion: the plausible root cause of the reported event is excessive torsional force.

Event description:
It was reported that; the sales representative was informed about the following event : last tuesday march, 3rd, the surgeon prepared the l5 s1 right disc with the instrument, when the instrument broke in its end into the disc. The surgeon took about 35 minutes to retrieve the broken part into the disc. He was finally able to complete the procedure successfully with no consequence for the patient.